Manufacturer narrative:
Product analysis: no ancillary devices or images were returned with the device. Damage was noted to the catheter heating element/coil. Microscopic examination revealed bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was not exposed. The catheter cable connector was examined. The catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing. The catheter was tested according to the test parameters, test methods, and acceptance criteria. Device failed continuity/resistance and functional testing. The catheter was connected to both the rfg3 and rfg2 lab generator, the device did not complete the required cycle with an error message "the connected device is invalid. Please connect another device." Being seen on the rfg2 generator and "the connected device is unsupported. Please connect another device.: being seen on the rfg3 generator. The device was disconnected and reconnected; however, the same error messages appeared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat venous insufficiency in the great saphenous vein using the closurefast catheter, the treating physician noticed resistance when withdrawing the catheter. Upon inspection, it was reported that the closurefast catheter had melted near where the heating element attaches to the catheter. Tumescent infiltration and general anesthesia were utilized, and compression was applied using a transducer. The vein closed successfully after treating four segments and proper temperature was reached.. The procedure was completed using another closurefast catheter of the same lot without requiring additional treatment. Nopatient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.